Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported that the patient's weight was unknown and the cause of the code was due to the programming settings deleted. There were no symptoms or further complications reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer's representative regarding a patient who was implanted with an neurostimulator for spinal cord stimulation - nonmalignant pain. It was reported that the caller was seeing call hcp-574 code. Caller was not sure the neurostimulator (ins) was programmed prior to the 574 diagnostic code. Caller indicated the patient had the ins turned off while the patient was hospitalized and the patient wanted to turn on device, went to the doctor's office when they experienced the 574 code. The hcp told patient to contact manufacturer's representative. No further complications were reported/anticipated.